Manufacturer narrative:
Product inquiry stated the 1.2x10mm bone screws,cross-pin,self-t to be the primary product. No further associated products were reported. Review of the device history records revealed no discrepancies. The item reported was documented as faultless prior to distribution. The event description stated that "the thread got biased/damaged during its implantation. A physical examination could not be carried out as the device was not received for evaluation. Thus a reasonable examination and investigation was not possible. The reported event could not be confirmed. The root cause could not be determined. A more precise statement is not possible based on the information given. The file will be closed formally in accordance to our procedures. In case the item and / or substantive information will become available in future, the file will be reviewed and reopened.

Event description:
It was reported by the pharmacy of the clinic that "the thread got biased/damaged during its implantation."

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
It was reported by the pharmacy of the clinic that "the thread got biased/damaged during its implantation."